Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the end of the quix screwdriver axis that connects into the motor did not fit anymore as the design changed. The event led to 10 minutes surgical delay. The procedure was completed with a replacement product available.

Manufacturer narrative:
Products were returned to lyon site on october the 15th 2021. A visual inspection is done at receipt. Two products p/n 119135 were returned for comparison: 1 unit of lot fbu5 and 1 unit of lot ft4y. As described in the design review section, lot fbu5 was manufactured according to old design specifications and lot ft4y was manufactured according to the current design specifications. An inspection is done according to inspection work instruction, all the results are in compliance within specifications. As part of the inspection, a functional test is done with the gage z069 and correct functionality of the ao coupling is confirmed. The reduction of the length of the ao tip by 0.3mm on the current specifications did not impact the functionality of the ao quick coupling. The following investigative actions were performed: - complaint history review: the complaint history review does not identify previous similar reported events for this device, and none for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. - risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. - CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. - device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. The complaint alleges no injury to the patient. The device involved in the reported event has been checked in compliance within specifications and quick coupling end was found functional. According to risk management documentation for the qwix instruments, improper dimensions of the associated motor is identified as failure mode which could result in the impossibility to assemble the quick coupling end. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required.